Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl. Cause of bg was not known. Reported the customer¿s siblings called the paramedics. Paramedics transported the customer to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, 2/10/2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin.